Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the reservoir had air bubbles of size three times the size of champagne bubbles and pencil head size and also reservoir was leaking. The customer¿s blood glucose level was 386 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Evaluated three open and used reservoirs. Performed pre-fill reservoir test. Found no air bubbles and leakage were observed during analysis. Checked o-rings for defects and none was found. Conclusion: no air bubbles. Also, checked o-rings groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into paradigm pump. Conclusion: reservoir no air bubbles and not leakage anomalies.